Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (suspend) issue. This is potentially reportable as suspending or resuming of the pump without an alarm may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: the pump was exercised for 24 hours without suspending or any alarms occurring. The pump was suspended; the pump gave the appropriate audio and visual suspend alert. No damage found to the keypad. All buttons respond to presses appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.